Event description:
Painful left knee, swelling of left knee, left knee effusion. Info was received in jun 2005 from a pt, with a history of osteoarthritis who experienced left knee pain, left knee swelling and left knee effusion. The pt began treatment with synvisc on unk dates two years ago approximately 2003. The pt received synvisc injections on unk dates in 2003 into the left knee. On an unk date after the second injection, the knee swelled and was very painful. The knee was drained and injected with cortisone prior to the third injection. At the time of this report, the event were resolved.